Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The physician was attempting to use the device during a case, and after connecting everything properly the co2 discharged out of the bottom of the handle. The procedure was completed with an argon plasma coagulation probe. A section of the device did not remain inside the patient¿s body. An argon plasma coagulation probe was used due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This correction follow up emdr is being sent to correct this report from a malfunction to a serious injury. See fields b1, b5, & h1. Information regarding suspect medical device section- common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation - clinical coordinator. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device section: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation - clinical coordinator information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The physician was attempting to use the device during a case, and after connecting everything properly the co2 discharged out of the bottom of the handle. The procedure was completed with an argon plasma coagulation probe. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.